Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0335) on 13-aug-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clots") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and miscarriage. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), the first episode of abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), weight increased ("weight gain"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse"), disturbance in attention ("inability to stay focused"), menorrhagia ("heavy periods"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), the second episode of abdominal pain ("cramping"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression"), acne ("acne") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, menorrhagia, libido decreased, dysplasia, the last episode of abdominal pain, ovulation pain, abdominal discomfort, headache, depression, acne and bacterial vaginosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, acne, bacterial vaginosis, constipation, depression, disturbance in attention, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, menorrhagia, mood swings, ovulation pain, pelvic pain, vaginal discharge, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: new event "pain" was added. Reporter were added. Product start date and stop date was added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0335) on 13-aug-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic"), device dislocation ("migration of essure device"), embedded device ("embedded within the bilateral cornu and proximal bilateral fallopian tubes") and genital haemorrhage ("blood clots") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, hemorrhagic ovarian cyst, uterine myoma and nickel sensitivity. Concomitant products included anovlar (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), the first episode of abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), weight increased ("weight gain"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), disturbance in attention ("inability to stay focused"), the first episode of menorrhagia ("heavy periods"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), the second episode of abdominal pain ("cramping"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis/bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.), surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.) And surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device dislocation, embedded device, genital haemorrhage, fatigue, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, libido decreased, dysplasia, the last episode of abdominal pain, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, the last episode of menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, mood swings, ovulation pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain, the first episode of menorrhagia, the second episode of abdominal pain and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: right and left coil seen in place. On (B)(6) 2013 shows test tubal occlusion.placed without difficulty. On (B)(6) 2015, the anteverted uterus appears normal, the essure appears to be in the fundus of the uterus. Both ovaries appear normal. On (B)(6) 2015, pathology test revealed that the myometrium is up to 1.9 cm. Embedded within the bilateral cornu and proximal bilateral fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils up to 15.0 x 0.2 cm. Concerning the injuries reported in this case, the following one was eported in patient¿s medical record: embedded within the bilateral cornu and proximal bilateral fallopian tubes. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs. New events added -migration of essure device and embedded within the bilateral cornu and proximal bilateral fallopian tubes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clots") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, complex ovarian cyst and uterine myoma. Concomitant products included anovlar (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), the first episode of abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), weight increased ("weight gain"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), disturbance in attention ("inability to stay focused"), the first episode of menorrhagia ("heavy periods"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), the second episode of abdominal pain ("cramping"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression"), acne ("acne") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, fatigue, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, libido decreased, dysplasia, the last episode of abdominal pain, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, the last episode of menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, mood swings, ovulation pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain, the first episode of menorrhagia, the second episode of abdominal pain and the second episode of menorrhagia to be related to essure. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet new reporter, patient demographic information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number a57109,concomitant product, new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), back pain and right lower quadrant pain were added. The event dyspareunia (painful sexual intercourse) clubbed with previous event on 1-mar-2018: fu 5th and 6 th process together, medical records, relevant information and lab data were added, incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0335) on 13-aug-2015. The most recent information was received on 26-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic"), device dislocation ("migration of essure device"), embedded device ("embedded within the bilateral cornu and proximal bilateral fallopian tubes") and genital haemorrhage ("blood clots") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, hemorrhagic ovarian cyst, uterine myoma and nickel sensitivity. Concomitant products included anovlar (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), weight increased ("weight gain"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), disturbance in attention ("inability to stay focused"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression") and acne ("acne"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), menorrhagia ("heavy periods / menorrhagia"), bacterial vaginosis ("bacterial vaginosis/bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right lower quadrant pain / cramping"). The patient was treated with paracetamol (tylenol), antibiotics, surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the device dislocation, embedded device, genital haemorrhage, fatigue, abdominal pain, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, menorrhagia, libido decreased, dysplasia, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, menorrhagia, mood swings, ovulation pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: right and left coil seen in place. On (B)(6) 2013 shows test tubal occlusion.placed without difficulty. On (B)(6) 2015, the anteverted uterus appears normal, the essure appears to be in the fundus of the uterus. Both ovaries appear normal. On (B)(6) 2015, pathology test revealed that the myometrium is up to 1.9 cm. Embedded within the bilateral cornu and proximal bilateral fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils up to 15.0 x 0.2 cm. Concerning the injuries reported in this case, the following one was eported in patient¿s medical record: embedded within the bilateral cornu and proximal bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received : outcome of the event back pain and right lower quadrant pain was updated to recovered. Onset dates of event pelvis pain, back pain, abnormal bleeding (vaginal, menorrhagia), bacterial vaginitis, dysmenorrhea, dyspareunia were updated. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 13-aug-2015. The most recent information was received on 24-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic'), device dislocation ('migration of essure device'), embedded device ('embedded within the bilateral cornu and proximal bilateral fallopian tubes') and uterine perforation ('migration or perforation- yes') in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, hemorrhagic ovarian cyst, uterine myoma and nickel sensitivity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("blood clots"), fatigue ("fatigue"), abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), disturbance in attention ("inability to stay focused"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression") and acne ("acne") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), menorrhagia ("heavy periods / menorrhagia"), bacterial vaginosis ("bacterial vaginosis/bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right lower quadrant pain / cramping"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the device dislocation, embedded device, uterine perforation, genital haemorrhage, fatigue, abdominal pain, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, menorrhagia, libido decreased, dysplasia, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, menorrhagia, mood swings, ovulation pain, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: right and left coil seen in place.. Diagnostic results: on (B)(6) 2013 shows test tubal occlusion. Placed without difficulty. On (B)(6) 2015, the anteverted uterus appears normal, the essure appears to be in the fundus of the uterus. Both ovaries appear normal. On (B)(6) 2015, pathology test revealed that the myometrium is up to 1.9 cm. Embedded within the bilateral cornu and proximal bilateral fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils up to 15.0 x 0.2 cm. Concerning the injuries reported in this case, the following one was reported in patient¿s medical record: embedded within the bilateral cornu and proximal bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: new event added- uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0335) on 13-aug-2015. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic"), device dislocation ("migration of essure device"), embedded device ("embedded within the bilateral cornu and proximal bilateral fallopian tubes") and genital haemorrhage ("blood clots") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, hemorrhagic ovarian cyst, uterine myoma and nickel sensitivity. Concomitant products included anovlar (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), the first episode of abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), weight increased ("weight gain"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), disturbance in attention ("inability to stay focused"), the first episode of menorrhagia ("heavy periods"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), the second episode of abdominal pain ("cramping"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis/bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device dislocation, embedded device, genital haemorrhage, fatigue, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, libido decreased, dysplasia, the last episode of abdominal pain, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, the last episode of menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, back pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, mood swings, ovulation pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain, the first episode of menorrhagia, the second episode of abdominal pain and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: right and left coil seen in place. On (B)(6) 2013 shows test tubal occlusion. Placed without difficulty. On (B)(6) 2015, the anteverted uterus appears normal, the essure appears to be in the fundus of the uterus. Both ovaries appear normal. On (B)(6) 2015, pathology test revealed that the myometrium is up to 1.9 cm. Embedded within the bilateral cornu and proximal bilateral fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils up to 15.0 x 0.2 cm. Concerning the injuries reported in this case, the following one was reported in patient¿s medical record: embedded within the bilateral cornu and proximal bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 15-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic'), device dislocation ('migration of essure device'), embedded device ('embedded within the bilateral cornu and proximal bilateral fallopian tubes') and uterine perforation ('migration or perforation- yes') in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and miscarriage. Concurrent conditions included human papilloma virus test positive since (B)(6) 2011, atypical squamous cells of undetermined significance, low grade squamous intraepithelial lesion, high grade squamous intraepithelial lesion, hemorrhagic ovarian cyst, uterine myoma and nickel sensitivity. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("blood clots"), fatigue ("fatigue"), abdominal pain ("pain in abdomen"), hypoaesthesia ("numbness in toes"), abdominal distension ("I look like I'm 9 months pregnant - 95% of the time"), irritability ("irritability"), mood swings ("mood swings"), constipation ("constipation"), vaginal discharge ("discharge"), disturbance in attention ("inability to stay focused"), libido decreased ("low sex drive"), dysplasia ("dysplasia"), ovulation pain ("painful ovulation"), abdominal discomfort ("fluttering in abdomen"), headache ("headaches"), depression ("depression") and acne ("acne") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse )"), menorrhagia ("heavy periods / menorrhagia"), bacterial vaginosis ("bacterial vaginosis/bacterial vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right lower quadrant pain / cramping"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the device dislocation, embedded device, uterine perforation, genital haemorrhage, fatigue, abdominal pain, hypoaesthesia, weight increased, abdominal distension, irritability, mood swings, constipation, vaginal discharge, dyspareunia, disturbance in attention, menorrhagia, libido decreased, dysplasia, ovulation pain, abdominal discomfort, headache, depression, acne, bacterial vaginosis, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, bacterial vaginosis, bladder disorder, constipation, depression, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysplasia, fatigue, genital haemorrhage, headache, hypoaesthesia, irritability, libido decreased, menorrhagia, mood swings, ovulation pain, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: right and left coil seen in place. Diagnostic results: on (B)(6) 2013 shows test tubal occlusion. Placed without difficulty. On(B)(6) 2015, the anteverted uterus appears normal, the essure appears to be in the fundus of the uterus. Both ovaries appear normal. On (B)(6) 2015, pathology test revealed that the myometrium is up to 1.9 cm. Embedded within the bilateral cornu and proximal bilateral fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils up to 15.0 x 0.2 cm. Concerning the injuries reported in this case, the following one was eported in patient¿s medical record: embedded within the bilateral cornu and proximal bilateral fallopian tubes. Lot number: a57109, manufacturing date: 2012/09, expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.